Event description:
An arthrocare rep received an inquiry from an attorney, for info regarding an alleged pt burn that possibly occurred at a facility which recently began using arthrocare ambient wands. No further info or details were provided and it is unclear if any arthrocare devices were involved in the alleged incident. The MFR is currently attempting to obtain the missing info (i.e., catalog number, lot number, pt condition, additional event details, etc.) To complete this report.